Event description:
The consumer's friend or family member reported that the implantable neurostimulator (ins) could not be programmed for both sides, only programmed to work for one side and the manufacturer representative (rep) tried to program it and could not. It was noted that due to it not working for the patient, it was removed and replaced with an infusion device on (B)(6) 2016. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.